Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normal results are within 135-145 mg/dl. Last 5 results in memory were 87 mg/dl, 78 mg/dl, 99 mg/dl, 121 mg/dl, 116 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (78) and the highest normal result (145) is located in zone b/c. No adverse event reported.